Event description:
It was reported that the physician installed a lead into the implantable neurostimulator (ins) header block and used the torque wrench to tighten the setscrew. The physician heard the click of the torque wrench, but the lead pulled out of the header block. Two different torque wrenches were used and the process was attempted "over 50 times". A new ins was used and the setscrew locked onto the lead as expected.

Manufacturer narrative:
Analysis of the neurostimulator found procedural non-conformance. The setscrew was backed out too far. Initial review findings were ok. The connector module, connector ports, access hole adhesive, grommets and ins can were ok. The setscrew was backed out too far and forced into the tecothane. Small chips of tecothane material were cut free. The setscrew was still engaged in the setscrew block threads and tightened properly to the lead during testing. Telemetry was ok and good stable output was observed on all electrodes referenced to the case. Good stable output was observed on all electrode pairs as received. There were no issues when pressing on the ins can.

Manufacturer narrative:
(B)(4).